Event description:
It has been reported to philips that the c-arm movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and re-arranged at another time. The philips field service engineer (fse) inspected the system onsite and found that the c arm couldn't move when it arrived at cranial projection. Upon troubleshooting, fse reviewed the logs, no related errors were found, and all other operations of the control module were normal during testing except c-arm operation, so the c-arm knob was damaged in the control module. To resolve the issue, fse replaced the control module to solve the issue. The defective control module was returned to philips for failure analysis, which showed that the float button was pressed down with much too little force, and no correct haptic feedback. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.